Event description:
Reportedly, the subject programmer displayed intermittently abnormal colors and/or lines on screen making it difficult or impossible to use.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190318 - file-2018-03084 - analysis_and_closure_report_resp-2019-00299.pdf].

Event description:
Reportedly, the subject programmer displayed intermittently abnormal colors and/or lines on screen making it difficult or impossible to use.